Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an abs-8981-10s oats disposable kit the doctor tried inserting the product deep to harvest bone trabeculae but was unable to do so despite repeated attempts. A different size was opened and used instead, and the operation was completed. No. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed due to the absence of photographic evidence submitted for investigation. Based on the information available ¿ which may include the returned device (if applicable), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most probable cause. The most likely cause of the reported failure is user misuse, specifically the misalignment of insertion and the selection of an incorrect size for the patient¿s anatomy.